Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that ac power supply failed testing. It was recommended to replace the sensor board. Additionally, the inlet air path assembly and removable air path foam were replaced per remediation. There were confirmed cracks on the enclosure, screw bosses, and missing feet. The customer requested that no repairs be made. The unit will be returned to the customer unrepaired.